Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo right coronary artery that was 90% stenosed. The lesion was pre-dilated with a 2.5x15mm nc balloon at 12 and 14 atmospheres (atm). Then a 3.5x18mm xience v stent was deployed at 10 atm, followed by post dilatation with a 3.5x12mm nc balloon at 16 atm. A distal edge dissection was then noted. Another xience xpedition was used to successfully treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.